Event description:
Procedure: sleeve gastrectomy. According to the reporter: the surgeon applied 3 firings of egia 60-4.8 roticulator sulus with tissue reinforcement, then 3 firings of roticulator sulus without tissue reinforcement to finish the sleeve. Upon scoping the sleeve and insufflating with air, the surgeon leaking at the blue staple line applications. The pt was opened to repair the leak. Procedure: sleeve gastrectomy.